Event description:
It was reported that a cartridge alarm occurred during pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer continued to use the current pump while technical support arranged for a replacement pump, confirmed the shipping address, and provided instructions on returning the faulty pump. The customer was informed about the necessary steps upon receiving the replacement and agreed to follow them.